Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated a1 for patient information to include ni for no information available. Updated section b4 for report submission date and b6 to report device evaluation results. Updated g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. This report is submitted late and is captured within (B)(4).

Event description:
Per complaint (B)(4), during post operative check patient experienced loss or failure of implant to integrate. The implant was dropped during testing for prosthetic restoration.